Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, irregular periods, intermenstrual bleeding, vaginitis, vaginal discharge abnormality, hemorrhoids, yeast infection, vaginal odor, polycystic ovarian syndrome, endometriosis of uterus, perineal pain, dyspareunia, coital bleeding and dizzy. In october 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6)2017 robotic hysterectomy and bilateral salpingectomy revealed, enlarged boggy uterus diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014 : total bilateral occlusion pregnancy test urine - on(B)(6)2013 : negative. Ultrasound scan vagina - in 2014: total bilateral occlusion on (B)(6)2016 ulltrasound revealed, irregular menses. Pelvic pain, obesity, hx of essure and ablation, retroverted uterus seen on tv scan. Inhomogenous myometrium without defined masses endometrium 2.4 mm. Bilateral echogenic linear structures seen in the fundus bilateral ovaries seen and both contain mul tlple unisized follicles no free fluid or masses seen in pelvis.on (B)(6)2017 pathology test revealed,fallopian tube, left, salpingectomy: - paratubal cysts, otherwise unremarkable. B. Fallopian tube, right, salpingectomy: paratubal cysts, otherwise unremarkable c. Uterus and cervix, resection: serosa - no significant abnormalities. Cervix - nabothian cyst. Endometrium - thin anovulatory to weakly proliferative. Myometrium - focal scar, otherwise no significant abnormalities. Fallopian tube cornua- scar and focal mild chronic inflammation with essure coil in the cornu to fallopian tubes. No dysplasia, atypia or malignancy in this specimen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,menorrhagia,dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6)2018 : pfs received. Events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), abdomen pain were added. Concomitant diseases, lab data were added. Essure start date updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.